Event description:
It was reported the patient had a terrible time following implant. They experienced bruising, soreness, and ¿tremendous amounts of trouble¿ the first week after implant. The patient did not know if the pain was due to implant or overstimulation. They then turned stimulation off. The soreness at the implant site had not resolved. The patient still had accidents. They still wore a pad, but had fifty percent symptom reduction. The patient expected more relief. It was reported the patient¿s stimulation and therapy were intermittent. Some days were better than others. Stimulation was felt, but it was not good enough. The patient was not trained adequately on their programmer. They saw the poor communication screen. While on the call, the patient was able to connect. There were no falls or accidents associated with the issues. The patient did have an unrelated knee surgery two weeks after implant, but the implant was off for the procedure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qyzz, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the patient¿s spouse. The patient was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that overall, they had not received 50% or greater reduction in symptoms and that it seemed like therapy probably worked better in the beginning but they did not know how much better. The patient stated that it then hadn¿t worked much at all, they were cleaning up the toilet and floor much more than they were not cleaning up the toilet and floor. The patient noted that the change in therapy was gradual. The patient¿s spouse reported that the patient was having incontinence problems and noted that when the patient felt the urge to go they could not get to the toilet quick enough, when they reached the restroom they would start going before they were completely on the seat. The patient¿s spouse reported that the patient¿s healthcare professional (hcp) did not get the patient¿s stimulation right. It was indicated that the patient saw a new urologist the week before report and was adjusted by the nurse with a clinician programmer that let the nurse do a lot of things. The patient¿s spouse stated that the patient had been told by their previous hcp that the implantable neurostimulator (ins) battery would last 5 years and that the patient was disappointed that they were not getting the full life span of the battery. It was indicated that a manufacturer representative (rep) and the patient¿s new hcp had told the patient that the battery would last half of what the patient was originally told and that it had about a year and a half left because of high usage. The patient¿s spouse noted that the previous hcp had told the patient that the implant surgery would be a minor one but the patient had pain that had lasted 3 months but had since resolved. It was indicated that it was unknown if the pain was from the surgery itself or if it was caused from the stimulator. The pp was synced with the ins and stimulation was on. The patient¿s spouse indicated that they planned to increase the patient¿s stimulation and noted that when the stimulation was turned up the patient could feel a tingling. The patient¿s spouse was advised to have the patient follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was not known but they never had been able to find the right number. It was reported that they were told that the internal battery would last about 5 years but now after 2 years they were told it may only have another year to 18 months left. No further information reported.